Event description:
The patient reported that the keypad buttons are unresponsive for the past two months. The patient also stated the keypad and pump are intact.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.